Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement due to suspected bacterial contamination. Cardioquip eventually repurchased this device from the customer. Following this, tests of water quality were done and found to be outside of cardioquip specifications, thus an internal water pathway replacement was done. Following this repair, the device passed inspection and is fully functional.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the device's internal tubing and forwarded them to cq for review. Cq director of operations and epidemiologist reviewed the photos, and recommended that the device receive an internal water pathway replacement due to brown discoloration of the device's tubing. This issue was identified on (B)(6) 2023, no patient involvement was reported.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the repair via email on 2/17/2023. The customer has declined the recommendation for an internal water pathway replacement as of the date of this report.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the device's internal tubing and forwarded them to cq for review. Cq director of operations and epidemiologist reviewed the photos, and recommended that the device receive an internal water pathway replacement due to brown discoloration of the device's tubing. This issue was identified on (B)(6) 2023, no patient involvement was reported.